Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; a visual and dimensional evaluation could not be performed. Medical records were provided and reviewed by a health care professional. A review of the available records identified the following: an initial right total hip arthroplasty was performed, where osteophytes were encountered; however, the devices were found to be stable upon implantation. A revision was performed due to metal related pathology and pain from the mom construct. The acetabular components were explanted and replaced with no complications noted. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were also reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-00070, 0001825034-2023-00072, 0001825034-2023-00074.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, the right hip was revised due to pain, altr, and pseudotumor. During the revision, scar tissue was noted. The head, shell, and liner were exchanged without complications.